Event description:
It was reported that the surgeon inserted an aa4204vf single piece silicone lens and a capsular tear occurred. Additional information has been requested information is received a supplemental medwatch shall be sent.

Manufacturer narrative:
Evaluation: results : visual inspection of the returned product showed that there is no visible damage. Both sides of the lens optic and haptics were checked for rough and sharp edges and were found to be acceptable. The mtc -60c fp cartridge was returned and visual inspection shows that there is no visible damage. Clear surgical residue/debris on the product. A lens work order search was performed and no similar complaint was found within the search. Conclusion: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.